Manufacturer narrative:
Follow up #2. The control solution involved with this complaint failed testing. Control solution was tested and found to be below specification. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA,alleging an inaccurate low control solution results. The reporter claimed obtaining a control solution results of "84, 114, 116, 117, 108 and 120 mg/dl" which fell below the specified control solution range printed on the test strip vial. At the time of troubleshooting, the reporter performed a control solution test and the result fell outside of the specified control solution range. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips and control solution have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. In addition a secondary issue was noted; the test strips were found to have exceeded their shelf life. The control solution involved with this complaint failed testing. The control solution produced results below range when tested. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.